Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing noise resulted in pacing inhibition. Programming changes were performed. The patient's condition remained stable.